Event description:
The clip applier was used to fire 2 clips and worked fine. An attempt was made to fire a third clip and the device jammed and would not fire. A new clip applier was opened and used without incident.